Event description:
A report was received that the patient was experiencing difficulty charging the ipg. Fluoroscopy was taken and visualized on lateral view and ipg appeared too deep. The patient will undergo a revision.